Event description:
It was reported that the pacing lead impedance (pli) of this right atrial (ra) lead was out-of-range. Ts recommended a check on the patient. No adverse patient effects were reported. Currently, this lead remains in service.